Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During a routine follow up examination forty five (45) days post index procedure, (B)(6) 2023, a device related thrombus was identified via transesophageal echocardiogram (tee). In response to the thrombus the patient was instructed to discontinue clopidogrel and begin apixaban. An additional follow up tee will be performed in three (3) months.